Event description:
Additional information received reported that the delivery system balloon was inflated to 12 atmospheres (atm) when it ruptured, not 6 atm as originally reported. Routine post-dilatation was performed and vessel apposition was confirmed via angiography. No additional information was provided.

Event description:
Using a femoral access site, it was reported that the 3.0x18 mm implant was delivered to the left anterior descending (lad). The lad was not calcified or tortuous. The delivery system balloon was inflated to 6 atmospheres and the delivery balloon ruptured. The patient did not suffer any adverse effects and the procedure was successful. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon material rupture was confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which are similar to a device sold in the u.s. The product code listed and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.